Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred while the patient was connected to the device. The patient stated that they noticed nothing unusual about the supplies. The technical services representative assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the assignable cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.